Event description:
Affiliate reports pt with corneal ulcer. No cultures were taken and details of the event are not available. Affiliate reported complaint of discomfort on the second day of wear. The lens was cleaned with bottled water with the assistance of a friend. The pain persisted and the pt was treated by an eye care practitioner. An orange substance was noted on the lens and eval determined it to be rust. As the lens was in use, the origin of the rust is inconclusive.